Event description:
It was reported that during an unknown procedure, the device locked up. The device was fully fired on the stomach, but would not open. It is unknown how the device was removed or how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: what type of procedure was the device used in? Gastric sleeve case. How was the device removed from the tissue? Device was removed when the emergency unlock was engaged and the battery was taken out and put back in upside down per the ethicon rep on the phone. Was there any damage to the tissue? Yes damage to tissue. What was the appearance of the staple line? Staple line not complete. What color cartridge was being used? Gold cartridge 60. What other color cartridges were used before and after this event? No answer provided. Was buttressing material utilized? Yes. If so, which product? Peri strips. Was the instrument fired across or near an existing staple line or clip? Not fired across or near existing staple line. If an unexpected noise was heard, when was it heard? No answer provided. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No answer provided. Was the staple line and cut line equal in length? The staple line was longer than cut line. Was there a complete cut line? No. Was there malformed staples? Unknown. Were staples missing? Unknown. How was the damaged tissue repaired? Damaged tissue was removed with rest of the specimen.

Manufacturer narrative:
(B)(4). Added additional information the device was returned in good visual condition and with one cartridge reload loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.